Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment issues which it may have been caused due to patient did not follow post operate restrictions as directed. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix with helix retracted and helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. The allegation was not confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment issues which it may have been caused due to patient did not follow post operate restrictions as directed. This lead was successfully replaced. No additional adverse patient effects.